Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a motor error alarm during priming. Customer's blood glucose is unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error due to excessive no delivery alarm. The insulin pump was unable to perform occlusion test and prime due to no delivery alarm. The insulin pump had no delivery alarm during excessive no delivery test due to faulty force sensor. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.